Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient needed to have maintenance hemodialysis treatment and when the doctor was surgically implanting the catheter to the patient, it was found that the catheter's polyester ring/jacket was partially detached and it would be easy to cause the catheter to slip off after it was implanted. It was mentioned that there was no actual catheter slippage that occurred. They strengthened observation and prevented the slippage as the polyester sleeve has bonded to the human tissues to prevent catheter displacement. The catheter was not repaired and there was no leak. Tego was not utilized and there was no luer adapter issue. There was no cleaning agent used on the device and iodophor was used on the insertion site prior to product placement. There was no excessive force used to pull/take out the product and there was nothing unusual observed on the device prior to use. Flushing was done which had a normal result and there were no other products utilized with the device. There were no other defects/damages found on the product. The catheter was still used despite of the issue and has been successfully implanted and remained in the patient's body. There was no blood loss and there was no intervention/treatment required as a result of the event. There was no patient injury.